Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 84 mg/dl. No significant events leading up to the alarm were observed. The customer stated that she checked her blood glucose in the morning, then went to administer a bolus, but the device said that she did not need any insulin; the device went back to the normal screen and followed with a button error. The customer also reported that none of the buttons worked. Replacement of the battery did not reset the insulin pump. Advised discontinuation and replacement of the device.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No button error alarm or unexpected restart was noted during testing. The device was also received with a scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.